Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. A review of the manufacturing documentation confirmed that  (B)(4) met all requirements for release. Controller log files were not available for analysis. Failure analysis revealed that (B)(4) passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Failure analysis of (B)(4) revealed that batteries passed visual inspection but failed functional testing. Failure analysis of (B)(4) revealed that the battery failed functional testing due to a faulty cell pair. Failure analysis of (B)(4) revealed that the unit failed functional testing due to faulty solder between the printed circuit board and one of the cell pairs. Both the faulty cell and soldering defect found in the lishen batteries are being investigated. Based on the available information, the most likely root cause of the reported power switching can be attributed to a battery with a faulty cell pair and a battery with a soldering defect. All batteries associated with this complaint were part of fsca apr2014.1 and fsca dec2015b. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery/bat113273; cat#:1650; exp. Date: 08/31/2015; mfg. Date: 08/31/2014; (B)(4)-battery issue; product received: 01/27/2017. Battery/bat102816; cat#:1650; exp. Date: 11/30/2014; mfg. Date: 11/30/2013; (B)(4)-battery issue; product received: 01/27/2017. Battery/bat113228; cat#:1650; exp. Date: 07/31/2015; mfg. Date: 07/31/2014: (B)(4)-battery issue; product received: 01/27/2017. Battery/bat113412; cat#:1650; exp. Date: 08/31/2015; mfg. Date: 08/31/2014: (B)(4)-battery issue; product received: 01/27/2017. Battery/bat113276; cat#:1650; exp. Date: 08/31/2015; mfg. Date: 08/31/2014: (B)(4)-battery issue; product received: 01/27/2017. Battery/bat102823; cat#:1650; exp. Date: 11/30/2014; mfg. Date: 11/30/2013: (B)(4)-battery issue; product received: 01/27/2017. Battery/bat106099; cat#:1650; exp. Date: 03/31/2015; mfg. Date: 03/31/2014: (B)(4)-battery issue; product received: 01/27/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a site exchanged eight batteries for presumed power switching. The devices were exchanged with no reported patient consequence.